Event description:
It was reported that the wake button is difficult to press and requires pressing the wake button multiple times to function. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.